Event description:
It was reported that pump displayed repeated malfunction alarms that prevented customer from accessing pump functions, and no information was available about customer blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer sent pump back to distributor, and technical support attempted to restart pump but same malfunction alarm reoccurred, so pump was scheduled for return and customer received replacement pump.